Event description:
It was reported that this patient received a system upgrade from a dual chamber pulse generator to a cardiac resynchronization therapy pacemaker (crt-p). Stable lead measurements were observed post procedure. However, three days later, alerts were generated from the patient's home monitoring system for right ventricular (rv) pacing impedance measurements less than 200 ohms and greater than 3000 ohms. The out-of-range measurements triggered the lead safety switch (lss) which switched the rv pacing configuration from bipolar to unipolar. Additionally, impedance testing displayed error values due to noise. Data and reports were reviewed by boston scientific technical services (ts) who noted the device power consumption was high above the expectation even with high outputs. The ts consultant discussed possible reasons for the clinical observations and recommended generator replacement. X-ray was performed and was unremarkable. Several programming changes were performed by the physician, and the replacement procedure was scheduled. Prior to the procedure, the patient presented to the emergency room with diaphragmatic pacing. Interrogation identified the device was operating in safety mode. System evaluation was performed at the revision procedure. All lead terminal pins were confirmed to be fully inserted in the device header and there were no signs of blood in the header. Lead impedance measurements were stable on all three leads. However, the rv lead exhibited high thresholds in unipolar and bipolar modes with a pacing system analyzer (psa) and the replacement generator. Therefore, the decision was made to implant a new rv lead. The existing rv lead was surgically abandoned as explant efforts were unsuccessful due to the inability of the helix to retract and no lead movement occurred with gentle pulling. The explanted device will be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.